Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that in looking at the electrogram, the ventricular pacing markers are missing in the middle of the complex. The device remains in use. No patient complications have been reported as a result of this event.